Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), g2. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: on (B)(6)2019, a progress reported that patient presented with worsening pain and developed fever. Patient was diagnosed infection and inflammatory response of the internal right hip prosthesis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation alleges that patient experienced elevated metal ion leaving a ¿very large dead space to manage. Plaintiff has sustained and will continue to sustain severe and debilitating injuries, economic loss, and other damages including, but not limited to, cost of medical care, rehabilitation, permanent instability and loss of balance, immobility, and pain and suffering. Plaintiff has sustained and will continue to sustain severe physical injuries, severe emotional distress, mental anguish, physical disability, economic losses, and other damages, as set forth in this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance or a relation of the product to a the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device inspection record and sterility certification was reviewed. No related deviations or anomalies identified. Device history review ==> the device inspection record and sterility certification was reviewed. No related deviations or anomalies identified.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the device inspection record and sterility certification was reviewed. No related deviations or anomalies identified. Device history review: the device inspection record and sterility certification was reviewed. No related deviations or anomalies identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In addition to what was previously reported in the medical records the patient was revised to address osteolysis. Hip pain, increased polys, bone loss, nonviable abductor, adductor muscle, abscess, scar tissues and hip infection. Operative note reported significant bone loss in the innominate and the femur. The patient had a marked amount of muscle necrosis extended inside the pelvis for at least 10 cm, involved the iliacus and the psoas. The patient also had involvement of the abductors and adductors. Bone loss about the innominate was significant from ischium to supratectal region with significant anteromedial defect and posterolateral defect. The patient had a previous hardinge approach and there was a significant damage to the abductors and very minimal attachment present. Patient had dvt and underwent filter to decrease the risk of pulmonary embolus but still will require anticoagulant treatment and will have a significant risk of bleeding into the pelvis. Muscle loss and the dead space would be certainly difficult to manage. There was limited amount of adductor musculature and most of this was scar present. There was greenish to yellow rather thin fluid present and under pressure about 1 to 2 quarts of fluid was aspirated. This shrank the size of the pelvis considerably. Removal of the trunnion had black debris that was present in the femoral head, around the trunnion, tissue and at the neck. Most likely presented metallosis at the cobalt chrome trunnion interface. Clinical visit reported heterotopic ossification. Debridement of intrapelvic. Psoas and iliacus were completely necrotic, muscle was completely nonviable and avascular. Additional debridement performed at the adductor interval at the patient's previous site of surgery. There as abscess sinus formation in this area over the troch.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "ad 29 jan 2021: unfiled claim and the medical record received. After review of the medical records, the patient was revised to address septic right hip with suspected osteomyelitis of the innominate and the femur and allergic reaction to metal debris with significant muscle and skeletal necrosis. Operative note reported bone loss, groin pain. And infection. It was also mentioned that there was greenish to yellow thin fluid present. The trunnion was significant for black debris that was present even inside the head that most likely represented metallosis. It was also noted that there was advanced trunnionosis". The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a photo review from attachment. The x-ray evidence review revealed that the apex hole elim positive stop presented no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance. The overall complaint was unconfirmed as the observed condition of the apex hole elim positive stop would not contribute to the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device inspection record and sterility certification was reviewed. No related deviations or anomalies identified. Device history review: the device inspection record and sterility certification was reviewed. No related deviations or anomalies identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device inspection record and sterility certification was reviewed. No related deviations or anomalies identified.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ad 29 jan 2021: unfiled claim and the medical record received. After review of the medical records, the patient was revised to address septic right hip with suspected osteomyelitis of the innominate and the femur and allergic reaction to metal debris with significant muscle and skeletal necrosis. Operative note reported bone loss, groin pain. And infection. It was also mentioned that there was greenish to yellow thin fluid present. The trunnion was significant for black debris that was present even inside the head that most likely represented metallosis. It was also noted that there was advanced trunnionosis. Doi: (B)(6) 2006, dor: (B)(6) 2019, right hip (first revision). (B)(4).